Manufacturer narrative:
A representative went to the site to preform a system check out. It was reported that there were no hardware parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a procedure. It was reported that the site had issues tracking multiple instruments. The representative was not on site at the time to do additional troubleshooting. There was no reported harm to the patient present and there was no reported delay.